Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level was 502 mg/dl. The customer reported blood glucose has been running high, not sure if it is due to the insulin pump or not taking accurate corrections. The customer had no symptoms. The customer did not treat for the high blood glucose level with manual injection. The customer reported going to the emergency room about a month ago. The blood glucose level at the time of admission was 600 mg/dl range the event leading up to the hospitalization was just kept running high blood glucose. The customer was treated for the high blood glucose level with an insulin drip. The customer was wearing the insulin pump at the time of the hospitalization. The customer did not complete troubleshooting and does not allege the insulin pump was under delivering. The customer states blood at the insertion site and the customer will call back to continue the high blood glucose troubleshooting. The insulin pump will not be returned for analysis.